Manufacturer narrative:
An investigation was not possible, because no product was return for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the progav 2.0, our traceability indicates that the valve was in perfect condition. Furthermore, no other products from this particular batch had complained. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to non- adjustability is only possible by an examination. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx434-t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device will not be returned to the manufacturer for evaluation.